Event description:
Allegedly, broken plate and screws were removed. There was no problem with bone reunion.

Manufacturer narrative:
Visual inspection of the returned part found that the plate is broken. Analysis of the returned device indicates that the device was a contributor to the reported event. The complaint was confirmed. Based on analysis, a definitive root cause could not be determined. However the most likely root cause was due to external stresses applied to the plate by the user.

Manufacturer narrative:
Investigation not complete. Product has been returned. Trends will be evaluated. This report will be updated when the investigation is complete.